Event description:
It was reported in a literature article/study that during initial implant procedure, two leadless pacemakers (lp) exhibited a positioning issue, one lp exhibited failure to capture and one lp exhibited low current of injury. No additional information was available. The patient conditions were unknown.